Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6) 2010, the pt was implanted with an scs system. On (B) (6) 2010, it was reported that the pt's lead had high impedance and was found to have disconnected from the ipg. The pt underwent a revision surgery and the doctor reconnected the lead. No product was explanted.